Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in the pelvic area') and device breakage ('fragments of essure in the uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, parity 2 (in 1999 and 2001) and gravida ii. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), adverse event ("health problems"), abdominal pain ("severe cramping under the belly"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("intense increase in menstrual flow getting up to 15 (fifteen) days in menstrual period"), menstrual disorder ("presence of menstrual clots"), headache ("severe headache"), pain in extremity ("leg pain"), peripheral swelling ("swelling legs"), paraesthesia ("tingling legs"), tremor ("tremors"), back pain ("lower back pain"), uterine pain ("feeling of perforation in the uterus"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), ascites ("fluid in the abdomen"), pain ("general pain"), vaginal discharge ("strong odor from the vaginal liquid"), urinary tract infection ("recorrent urinary infection "), tachycardia ("tachycardia") and depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, breast pain, abdominal distension, oedema, menorrhagia, menstrual disorder, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, ascites, pain, vaginal discharge, urinary tract infection, tachycardia, depression and weight decreased outcome was unknown and the adverse event had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adverse event, alopecia, arthralgia, ascites, back pain, breast pain, coital bleeding, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tachycardia, tremor, urinary tract infection, uterine inflammation, uterine pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: removal surgery planned but not yet scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: fragmentation of the right intratubal device. Ultrasound scan vagina - on (B)(6) 2019: increase in the dimensions of the left ovary, in addition to the increase in uterine volume. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pain in the pelvic area [pelvic pain female] fragments of essure in the uterus [device breakage] bleeding [genital bleeding] health problems [adverse event nos] severe cramping under the belly [abdominal cramps] mastalgia [mastalgia] distension [distension nos] edema [edema] intense increase in menstrual flow getting up to 15 (fifteen) days in menstrual period [prolonged heavy periods] presence of menstrual clots [menstrual clots] severe headache [headache] leg pain [leg pain] swelling legs [swelling of legs] tingling legs [paraesthesia] tremors [tremor] lower back pain [low back pain] feeling of perforation in the uterus [uterine pain] fatigue [fatigue] lack of libido [lack of libido] pain during and after intercourse [painful intercourse] bleeding during and after intercourse [coital bleeding] uterine inflammation [uterine inflammation] joint pain [joint pain] constant mood swings [mood swings] hair loss [hair loss] suspected adenomyosis [adenomyosis] fluid in the abdomen [ascites] general pain [general body pain] strong odor from the vaginal liquid [offensive vaginal discharge] recorrent urinary infection [recurrent urinary tract infection] tachycardia [tachycardia] depression [depression] weight loss [weight loss] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in the pelvic area") and device breakage ("fragments of essure in the uterus") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of gravida ii, parity 2 (in 1999 and 2001) and diabetes. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), genital haemorrhage ("bleeding"), adverse event ("health problems"), abdominal pain ("severe cramping under the belly"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), heavy menstrual bleeding ("intense increase in menstrual flow getting up to 15 (fifteen) days in menstrual period"), menstrual clots ("presence of menstrual clots"), headache ("severe headache"), pain in extremity ("leg pain"), peripheral swelling ("swelling legs"), paraesthesia ("tingling legs"), tremor ("tremors"), back pain ("lower back pain"), uterine pain ("feeling of perforation in the uterus"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), ascites ("fluid in the abdomen"), pain ("general pain"), vaginal discharge ("strong odor from the vaginal liquid"), urinary tract infection ("recorrent urinary infection "), tachycardia ("tachycardia") and depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal and). Essure was removed in (B)(6) 2019. At the time of the report, the adverse event had not resolved. The outcomes for pelvic pain, genital haemorrhage, abdominal pain, breast pain, abdominal distension, oedema, heavy menstrual bleeding, menstrual clots, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, ascites, pain, vaginal discharge, urinary tract infection, tachycardia, depression and weight decreased were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, adverse event, alopecia, arthralgia, ascites, back pain, breast pain, coital bleeding, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, menstrual clots, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tachycardia, tremor, urinary tract infection, uterine inflammation, uterine pain, vaginal discharge and weight decreased to be related to essure administration. The reporter commented: removal surgery planned but not yet scheduled. Information reported by the patient through a journalistic article: unknown date: the patient obtained an injunction on (B)(6) to remove the device, but to this day has not been able to schedule the procedure. The patient reported: ''I have the right to have my health back because after I got the essure, my health was gone. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: fragmentation of the right intratubal device [ultrasound scan vagina] on (B)(6) 2019: increase in the dimensions of the left ovary, in addition to the increase in uterine volume. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-oct-2024: medical record received. Patient reported the patient obtained an injunction on october 12 to remove the device, but to this day has not been able to schedule the procedure. The patient reported: ''I have the right to have my health back because after I got the essure, my health was gone. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain in the pelvic area [pelvic pain female] fragments of essure in the uterus [device breakage] bleeding [genital bleeding] health problems [adverse event nos] severe cramping under the belly [abdominal cramps] mastalgia [mastalgia] distension [distension nos] edema [edema] intense increase in menstrual flow getting up to 15 (fifteen) days in menstrual period [prolonged heavy periods] presence of menstrual clots [menstrual clots] severe headache [headache] leg pain [leg pain] swelling legs [swelling of legs] tingling legs [paraesthesia] tremors [tremor] lower back pain [low back pain] feeling of perforation in the uterus [uterine pain] fatigue [fatigue] lack of libido [lack of libido] pain during and after intercourse [painful intercourse] bleeding during and after intercourse [coital bleeding] uterine inflammation [uterine inflammation] joint pain [joint pain] constant mood swings [mood swings] hair loss [hair loss] suspected adenomyosis [adenomyosis] fluid in the abdomen [ascites] general pain [general body pain] strong odor from the vaginal liquid [offensive vaginal discharge] recorrent urinary infection [recurrent urinary tract infection] tachycardia [tachycardia] depression [depression] weight loss [weight loss] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in the pelvic area") and device breakage ("fragments of essure in the uterus") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of gravida ii, parity 2 (in 1999 and 2001) and diabetes. On (B)(6) 2013, the patient had essure inserted. Essure was removed in (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), genital haemorrhage ("bleeding"), adverse event ("health problems"), abdominal pain ("severe cramping under the belly"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), heavy menstrual bleeding ("intense increase in menstrual flow getting up to 15 (fifteen) days in menstrual period"), menstrual clots ("presence of menstrual clots"), headache ("severe headache"), pain in extremity ("leg pain"), peripheral swelling ("swelling legs"), paraesthesia ("tingling legs"), tremor ("tremors"), back pain ("lower back pain"), uterine pain ("feeling of perforation in the uterus"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), ascites ("fluid in the abdomen"), pain ("general pain"), vaginal discharge ("strong odor from the vaginal liquid"), urinary tract infection ("recorrent urinary infection "), tachycardia ("tachycardia") and depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal and ). At the time of the report, the adverse event had not resolved. The outcomes for pelvic pain, genital haemorrhage, abdominal pain, breast pain, abdominal distension, oedema, heavy menstrual bleeding, menstrual clots, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, ascites, pain, vaginal discharge, urinary tract infection, tachycardia, depression and weight decreased were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, adverse event, alopecia, arthralgia, ascites, back pain, breast pain, coital bleeding, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, menstrual clots, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tachycardia, tremor, urinary tract infection, uterine inflammation, uterine pain, vaginal discharge and weight decreased to be related to essure administration. The reporter commented: removal surgery planned but not yet scheduled. Information reported by the patient through a journalistic article: unknown date: the patient obtained an injunction on (B)(6) to remove the device, but to this day has not been able to schedule the procedure. The patient reported: ''I have the right to have my health back because after I got the essure, my health was gone. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: fragmentation of the right intratubal device [ultrasound scan vagina] on (B)(6) 2019: increase in the dimensions of the left ovary, in addition to the increase in uterine volume. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in the pelvic area'), device breakage ('fragments of essure in the uterus') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, parity 2, (in 1999 and 2001) and gravida ii. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adverse event ("health problems"), abdominal pain ("severe cramping under the belly"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("intense increase in menstrual flow getting up to 15 (fifteen) days in menstrual period"), menstrual disorder ("presence of menstrual clots"), headache ("severe headache"), pain in extremity ("leg pain"), peripheral swelling ("swelling legs"), paraesthesia ("tingling legs"), tremor ("tremors"), back pain ("lower back pain"), uterine pain ("feeling of perforation in the uterus"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), ascites ("fluid in the abdomen"), pain ("general pain"), vaginal discharge ("strong odor from the vaginal liquid"), urinary tract infection ("recurrent urinary infection "), tachycardia ("tachycardia") and depression ("depression") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, breast pain, abdominal distension, oedema, menorrhagia, menstrual disorder, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, ascites, pain, vaginal discharge, urinary tract infection, tachycardia, depression and weight decreased outcome was unknown and the adverse event had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adverse event, alopecia, arthralgia, ascites, back pain, breast pain, coital bleeding, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tachycardia, tremor, urinary tract infection, uterine inflammation, uterine pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: removal surgery planned but not yet scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: fragmentation of the right intratubal device. Ultrasound scan vagina - on (B)(6) 2019: increase in the dimensions of the left ovary, in addition to the increase in uterine volume. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: patient¿s name and date of birth were updated. Reporter (lawyer) was added. Lab data and medical histories provided. Events added: fragments of essure in the uterus, severe cramping under the belly, mastalgia, distension, edema, intense increase in menstrual flow getting up to 15 (fifteen) days in menstrual period presence of mentrual clots, severe headaches, legs pain, swelling in the legs, leg tingling, tremors, lower back pain, pain in the pelvic area, feeling of perforation in the uterus, fatigue, lack of libido, pain and bleeding during and after intercourse, inflammation uterine, joint pain, constant mood swings, hair loss, suspected adenomyosis, fluid in the abdomen, general pain, strong odor from the vaginal liquid, urinary infection recurrent, tachycardia, depression, weight loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.